Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer reported her implantable neurostimulator (ins) had had a second power on reset (por) within several weeks where the clinician had had to reset the ins. There was no harm, injury reported. It was noted that the ins had been implanted since 2011. There were no further complications reported and/or anticipated.